Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not reveal any non-conformances. The set was functionally tested by priming and being hooked up to a pump. There were no issues with the flow of solution. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution did not pass through the chamber of a vented paclitaxel set during back priming with normal saline. There was no patient involvement. No additional information is available.